Manufacturer narrative:
The device was received with corrosion on the mechanism rail, clutch spring, top battery, pcb, commutator cap and tube nut. The pod data was unable to be downloaded due to the corrosion on the pcb and as a result the reported hazard alarm could not be confirmed. The fluid leak test was run, and no leaks were observed. No housing damages were observed that would allow for fluid ingress. The cause of the internal corrosion could not be determined. It could not be determined if the corrosion is linked to the reported hazard alarm. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: data not available omnipod software app version: data not available operating system: data not available hardware: data not available cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the pod emitted a hazard alarm advising the user to replace it after approximately 24-36 hours of wear on the arm. The patient stated that she initially received an automated delivery restriction alert, after which her blood glucose levels increased to above 250 mg/dl. She later received a message indicating that insulin delivery had stopped and that the pod should be replaced. After the pod was removed and deactivated, the patient reported that it continued to beep. There was no medical intervention reported in relation to this event. The device was returned for investigation, and internal component corrosion was identified.